Event description:
It was reported that the patient experienced redness, discharge and erosion at the spinal cord stimulation lead insertion site. It was assessed that the patient had an infection, and the patient was administered oral antibiotics. The treatment was not successful in resolving the infection, and the lead had eroded where a small area of the lead was visible. The patients general practitioner referred the patient to an infectious disease physician. A wound culture was taken which confirmed positive for infection, and blood cultures were negative. The infectious disease physician administered an intravenous course of ancef antibiotics. The physician does feel that the implanted device contributed to the infection. In addition, the patient wears a prosthetic over this area, so perhaps this caused some irritation and contributed to the event. The patient underwent an explant of the entire system and was doing fine post-operatively. The explanted lead and implantable pulse generator, ipg, will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Box b3 event date: approximate date. Additional suspect medical device components involved in the event. Product family scs-ipg-r-MRI. Upn m365sc12000. Model sc-1200. Serial (B)(4). Batch 366754.